Event description:
A patient in a study underwent a da vinci assisted pulmonary segmentectomy surgical procedure. During the 90 follow-up, the patient reported that starting 25 days after surgery, there was redness and pus like discharge from all five wound sites. Five days later, the patient was seen by a general practitioner who prescribed flucloxacillin 500mg four times daily for 7 days and co-codamol as required. The patient returned to the ward for wound review 10 days later. Slight oozing from 3 surgical port sites was observed but the ports did not appear infected. A wound swab was taken. Culture results indicated staph aureus sensitive to flucloxacillin. Flucloxacillin 1gm four times daily for 5 days was prescribed. The sites were reviewed again at the general practitioner clinic six days later and a small amount of brownish discharge from 3 port sites was reported with no more redness. Five more days of flucloxacillin was prescribed. Fifty-eight days post-op, there had been no more discharge, at which time the event was reported as resolved. The pulmonary segmentectomy surgical procedure was concluded without any documented patient harm, adverse outcomes, or injuries. There were no reported malfunctions related to the da vinci system, its accessories, or instruments. The study investigator reported the event as not a serious adverse event (sae), moderate severity, clavien-dindo grade ii, probably related to the study procedure, probably related to the patient's underlying disease status, not related to a da vinci study device. The patient prior health conditions of diabetes, ulcerative colitis, hypertension, asthma and epilepsy [date redacted] may be relevant to this incident.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Additional patient information: height - 176 cm., body mass index (bmi) 25.5 kg/m2.